Event description:
It was reported that during a laparoscopic hysterectomy, when the harmonic scalpel was clamped into place to cauterize the artery, the scalpel cauterized to the side of the center and not to the center over the artery. The pt experienced increased arterial bleeding until the bleeding could be stopped, and unnecessary burns to adjacent structures to the artery.

Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. A f/u report will be sent if the device is received.